Event description:
Additional information was received on 3/18/2024: this was discovered during a rotator cuff repair procedure on (B)(6) 2024. The case was completed successfully with another device with a five-minute delay. The (2) ar-9811 apollorf mp90 aspirating ablator did not overheat or produce any smoke.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/23/2024, it was reported by a sales representative via (B)(4) that (2) ar-9811 apollo rf probe had excessive arcing when clearing tissue. This arc was extended down onto the white section of the probe, causing burning. There were no adverse effects on the patient. This was discovered during a procedure.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9811 apollo batch 72470478 was returned for picture evaluation. Visual inspection noted that the device has burn marks around the electrode. There was also blood and fluid in the tubing, and therefore functional testing was not possible. The most likely cause for this failure can be attributed to misuse due to the use of the device for extended periods, and/or excessive activation time of the device can cause it to overheat. Per dfu-0242-7 at revision 0. E. Precautions. 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe. 7. Always keep the tip of the active rf probe completely immersed in conductive irrigation fluid (saline, ringers¿ lactate, etc.), regardless of the type of arthroscopic surgery being performed. Do not use pre-warmed conductive irrigation fluids as this may result in tissue damage or thermal injury. 8. A continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe. 13. Prolonged ablation should be avoided. Intermittent pauses in ablation are recommended, to allow warm fluid and tissue debris to be evacuated from the joint. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tubing temperatures.